Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended. There was no reported impact to the customer¿s blood glucose. Tandem technical support made multiple follow up attempts with the customer, however, no response received.